Manufacturer narrative:
(B)(4). Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a 12mm longitudinal tear starting 0.5mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 29-nov-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately and severely calcified proximal right coronary artery. After engaging the lesion with a guide catheter and a non- bsc guide wire, a 3.50mm x 12mm nc emerge® balloon catheter was advanced for treatment. However, the device was unable to cross the lesion due to severe calcification. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.